Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no report of the pt being harmed as a result of this malfunction. No sample was received by customer. Evaluation was performed based on pictures provided by customer via email on 07/18/2011. Related batch documentation were reviewed of both products. Per the pictures provided, the actual products received were mm61130065 bearing lot # 607262r001. Based on the findings, it is concluded that the complaint was confirmed as per pictures review and customer feedback. A CAPA event has been initiated upon receipt of a similar complaint and investigation result is documented in this CAPA. It is confirmed that this particular lot# (607363r001) was produced before the implementation of CAPA. (B)(4) will continue to track and monitor such complaints according to convatec's inc's complaint handling and CAPA procedures. Please note: "this case described wrong product in box for two different lots" therefore; a separate 3500a form has been completed for the other case under pt identifier#: 158759, and MFR report#: 9611710-2014-00112. (This report is 1 of 2 to capture these cases). Note: this MDR is being reported as a result of a retrospective review of complaint conducted by (B)(4) for complaints received from (B)(4) 2011 - (B)(4) 2013.

Event description:
Complaint details are as follows: "item mm61130065 were packed wrongly in the boxes mm61110065. Customer don't have the exact quantities yet since we just received the complaint from one hospital today. At this point, they only know that one case ((B)(4)) was not packed correctly." The reference lot numbers are listed as follows: mm61130065/ lot number 607363r001, mm61110065 / lot number 607262r001. Note: this case described wrong product in box for two different lots for related pt identifier(s) and MFR report number(s).